Manufacturer narrative:
The date of occurrence was reported as an unknown date in unknown date in (B)(6) 2017. The device was manufactured between may 24, 2016 and may 26, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a large volume folfusor. The device was filled with an unspecified amount of fluorouracil and diluted with 220 ml of sodium chloride. The device infused for twenty four hours. The expected infusion time was forty four hours. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.